Event description:
It was reported that removal difficulties were encountered. The more than 50% stenosed target lesion was located in the lower limb artery below the knee. After a 200cm, 8cm v-18 control wire was used to cross the lesion, a 3.0mm x 150mm x 90cm sterling sl balloon catheter was advanced for dilatation. Upon removal of the balloon, it was noted that the balloon not able to slide over the guidewire and the wire was stuck inside the balloon shaft. Both devices were pulled-out of the sheath as one unit. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The returned guidewire had the wire kinked and middle section. Additionally, the core wire exposed due to the polymer jacket peeled and kinked at distal tip. The distal tip was confirmed kinked and polymer peeled under microscope. The very tip is without detachment or exposed tip. The device was measured in three sections. The outer diameter of distal, medium and proximal were within specification. The peeled section related to polymer was measured and 1.9cm were missing.

Event description:
It was reported that removal difficulties were encountered. The more than 50% stenosed target lesion was located in the lower limb artery below the knee. After a 200cm, 8cm v-18 control wire was used to cross the lesion, a 3.0mm x 150mm x 90cm sterling sl balloon catheter was advanced for dilatation. Upon removal of the balloon, it was noted that the balloon not able to slide over the guidewire and the wire was stuck inside the balloon shaft. Both devices were pulled-out of the sheath as one unit. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.